Event description:
The account alleged the bed will not go into trendelenburg or reverse trendelenburg. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.